Event description:
It was reported that a pinnacle posterior pelvic floor repair kit was implanted on (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.